Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated multiple signs of abrasion. In particular at approx. 19.5 cm distal to the is-1 connector pin the insulation was found rubbed through. This insulation damage can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the generator housing. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due intermittent oversensing. This device was replaced with a similar lead. Should additional information become available, this file will be updated.